Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the device had air in line alarm when there is none, tpn hanging and no visible air in line when primed. There was patient involvement but unknown outcome. Additional information was requested but not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had air in line alarm when there is none, tpn hanging and no visible air in line when primed. There was patient involvement but unknown outcome. Additional information was requested but not provided.

Event description:
It was reported that the device had air in line alarm when there is none, tpn hanging and no visible air in line when primed. There was patient involvement but unknown outcome. Additional information was requested but not provided.

Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer?, annex g : g04067 annex b : b01, b14 annex c : c07 annex d : d15 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.